Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the device did not sound normal after the second firing. After reloading for the third firing, the device made a loud cracking sound. A second device was introduced to complete the procedure. At the end of the procedure, staff was unable to identify which device was the problem, so both are being returned. There was no pt consequence.